Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the cuff leaked air pressure and the patient was able to talk around tracheostomy tube. The tube was removed and replaced.